Event description:
Complainant indicated that while analyzing the heart rhythm of a pt, the device returned a "shock advised" determination for what appeared to be a non-shockable heart rhythm. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed.